Manufacturer narrative:
Per customer, "these medline cuffs consistently read 10+ mmhg systolic. The diastolic and heart rate seem to be accurate. On page 9 of the operation guide, it states that readings may fluctuate + or - 3 mmhg. We are having the same problem regardless of which cuff is used, between the universal size and with the xl cuff. After reviewing proper positioning and use of the bp monitor, staff would collect a result from the home bp monitor. The assessment of that result was noticeably higher than the assessments throughout the postpartum stay. We then began to trend these numbers, comparing them with a dynamap reading, follow by manual bp assessments and concluded that the home bp monitor was running between 10-15 mmhg higher. This raised concerns about how to instruct the patient with actions that they would need to take with the result of the bp. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per customer, "these medline cuffs consistently read 10+ mmhg systolic. The diastolic and heart rate seem to be accurate. On page 9 of the operation guide, it states that readings may fluctuate + or - 3 mmhg. We are having the same problem regardless of which cuff is used, between the universal size and with the xl cuff. No physical harms to our knowledge occurred, but there was risk for an emergent level bp to be dismissed which could have resulted in eclampsia, stroke, or even death."